Manufacturer narrative:
Age at time of event: patient is 18 years or older.

Event description:
It was reported that stent damage occurred. The occluded target lesion was located in the right coronary artery. A 28 x 2.25 promus premier drug-eluting stent was advanced for treatment. However, during procedure, it was noticed that the stent struts were lifted. The procdure was completed with another of the same device. There were no patient complications nor injuries reported and the patient's status was stable.

Manufacturer narrative:
A2 - age at time of event: patient is 18 years or older. Device evaluated by MFR: promus premier ous mr 28 x 2.25mm stent delivery system, catheter was returned for analysis. A visual examination of the stent found stent damage. Struts in the distal region were noted to be lifted from the original crimped position. The undamaged stent outer diameter was measured and the result is within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The occluded target lesion was located in the right coronary artery. A 28 x 2.25 promus premier drug-eluting stent was advanced for treatment. However, during procedure, it was noticed that the stent struts were lifted. The procdure was completed with another of the same device. There were no patient complications nor injuries reported and the patient's status was stable.